Manufacturer narrative:
.

Event description:
Patient returned to the surgeon after gaining (B)(6) since prior hernia repair on (B)(6) 2013 with signs of bowel obstruction and what looked to be a lateral recurrence. On (B)(6) 2015 the previously placed surgimesh xb tintral e-2226 was removed and replaced with an xb tintra e-3030 without consequence. The xb e-2226 showed no signs of failure except that the fixation tacks had pulled out of the abdominal wall tissue in places. The patient recovered uneventfully.